Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 9098803. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: 8/4/2019. D.4. Medical device lot #: 0100479. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: 4/9/2020. H.6. Investigation: since no samples displaying the reported condition were received the reported defect could not be confirmed. A device history record review was completed for provided lot number 9098803. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. A device history record review was completed for provided lot number 0100479. A review showed insufficient silicone issue was reported during the production. Product was requalified per applicable acceptable quality limit before production resumed. H3 other text : see h.10.

Event description:
It was reported when using the barrel 1cc s/t w/sil no bd logo/tb bns there was leakage. This event occurred 603 times. The following information was provided by the initial reporter. The customer stated: "the syringe is not self-filling. Syringe leaking blood post draw.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the barrel 1cc s/t w/sil no bd logo/tb bns there was leakage. This event occurred 603 times. The following information was provided by the initial reporter. The customer stated: "the syringe is not self-filling. Syringe leaking blood post draw."